Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  One g7 hi-wall e1 liner 36mm f was returned and evaluated. Upon visual inspection there are scratches on the outside radius and the liner has scuffing visible. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not assemble with the cup leading to a 40 minutes delay in the surgery. Another liner was used to complete the procedure. Additional information on the reported event is unavailable at this time.